Manufacturer narrative:
The lens was returned in a small stoppered vial inside the carton. Viscoelastic was dried on the lens. One haptic was broken-gusset area, not returned. The optic was cut into four pieces. The upper portion containing the intact haptic had cracked areas on the edge. The central portion had a scratch that extended from the edge on the anterior surface. It cannot be determined which of these areas may have been the reported damaged caused by the injector. Associated products were not provided. It is unknown if qualified associated products were used. The root cause for the reported lens damage could not be determined. The facility stated the "injector" was scratching the lens. The injector information was not provided. It cannot be determined if the "injector" was damaged. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, the injector was scratching lens. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).